Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump developed a cracked and unresponsive screen, preventing the user from unlocking or operating the device, and a replacement was arranged with guidance to contact the healthcare provider for backup therapy; the user planned to shut down or allow the device to power off and to sync data via the mobile app, and continued glucose monitoring with a dexcom g7. Symptoms included affected blood glucose. Outcomes included temporary interruption of insulin delivery with reliance on backup therapy as directed by the healthcare provider. Investigation included complaint intake review and logistics tracking for device replacement and return. Investigation of this device revealed physical damage to the user interface/display consistent with a cracked screen, which rendered the touchscreen nonfunctional and impaired device usability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact or stress.